Manufacturer narrative:
(B)(4). Investigation summary: one sample of model 2426-0007 was submitted for quality investigation. The customers complaint that the pumping segment safety clamp was missing from the infusion set assembly was verified by visual inspection. No other defects damages were observed. A device history record review for model 2426-0007 lot number 20055697 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for this issue is a manufacturing and assembly issue.

Event description:
It was reported that as lvp 20d 3ss cv tubing clamp was missing. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown, possible lot: 20066697 it was reported that the set was missing the safety clamp.